Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip and minor scratches on the display window.

Event description:
Customer reports that bayer meter was not working and also reports of having physical damage of insulin pump. Customer reports that bottom of screen display is cracked and a piece is missing from the rim of reservoir compartment. Customer was advised that insulin pump would be replaced. No further information provided.